Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to moisture damage keypad trace. It was unable to perform the displacement test due to the keypad anomaly. No moisture damage was found on the electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Camp nurse reported via phone call that the insulin pump alarmed button error after inserting the battery. She stated that the device was exposed to perspiration and moisture at the camp during the activities. Customer's blood glucose value was 118 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.